Manufacturer narrative:
The following devices were also listed in this report: device; gmrs femoral component; cat# unknown ; lot# unknown. Device; gmrs insert; cat# unknown ; lot# unknown. Device; gmrs tibial rotating component; cat# unknown ; lot# unknown. Device; gmrs bushing; cat# unknown ; lot# unknown x 2. Device; gmrs axle; cat# unknown ; lot# unknown . Device; gmrs bumper; cat# unknown ; lot# unknown . Device; gmrs sleeve; cat# unknown ; lot# unknown . Device; gmrs tibial stem; cat# unknown ; lot# unknown . It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: revision surgery. In situ distal femur gmrs with mrh baseplate. Primary op date unknown. Reason for revision anterior knee pain. Baseplate removed and distal femur removed (femoral stem retained). Insertion of tibial cone, and new mrh baseplate with stem. New distal femur implanted. Surgery complete.